Manufacturer narrative:
The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft is detached. The positioner is in good condition. The suture was returned unloaded and cut. For the functional test use a mandrel of 0.039" and pass through the stent without resistance. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was possible to observe that the stent was with the shaft detached/separated in two sections. The detachment failure could have been cause due to an interaction of the device with the suture string (since there was evidence that it was removed) such as an entanglement, manipulation with other device or excess of force applied during it use in the preparation. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stone procedure in the ureter, performed on (B)(6) 2022. During unpacking, the physician found the stent fractured. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent shaft was detached; therefore, this event has been deemed an MDR reportable event.